Event description:
A customer reported that their pump malfunctioned. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating a normal range. The customer opted to use multiple daily injections as a backup therapy to ensure insulin delivery and requested an out-of-warranty loaner pump, while the resolution included replacing the existing pump.